Event description:
It was reported that a hospital was reporting problems with the matrix neuro screws. A couple of screws have broken during surgery. The screw heads break off when it was fully tightened. No additional information is available at this time. This report is for an unknown matrix neuro screws. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for unknown matrix neuro screws. Part number reported as 04.501.104.01 but cannot be verified as a synthes part number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Report was initially submitted on september 11, 2014 but the FDA site was down. Advised by FDA on september 22, 2014 to resubmit medwatch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.